Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was implanted with a neurostimulator for radiculopathy and spinal pain. It was reported that the patient was on the operating table at the time of the report. She was in the process of repositioning the implantable neurostimulator (ins) due to uncomfortable and pressing nerve when the patient sat down. The physician wanted to move the ins up three centimeters. The date that the symptoms were discovered was unknown. There were no reports of device issues or allegations and there were no further complications reported or anticipated.

Manufacturer narrative:
Corrected to "adverse event". If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was implanted with a neurostimulator for radiculopathy and spinal pain. It was reported that the patient was on the operating table at the time of the report. She was in the process of repositioning the implantable neurostimulator (ins) due to uncomfortable and pressing nerve when the patient sat down. The physician wanted to move the ins up three centimeters. The date that the symptoms were discovered was unknown. There were no reports of device issues or allegations and there were no further complications reported or anticipated. (B)(6)2017 lfc (rep): additional information was received from a healthcare professional on november 06, 2017. It was reported that the cause of the uncomfortable and pressing nerve whenever the patient sat down issue was unknown. The hcp then noted that the implantable neurostimulator (ins) was moved superior to where the original placement was. There were no further complications reported or anticipated.